Event description:
The customer reported a cartridge alarm 20 that occurred during the load process immediately after changing the cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed specified thresholds. The customer was unable to resume insulin therapy as the alarm recurred, leading technical support to decide on replacing the pump. The customer, whose pump was still under warranty, agreed to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump with updated software and provided necessary instructions for putting the old pump into storage mode and returning it within ten days. The customer understood all instructions and agreed to the process.